Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so fit and orientation could not be checked. A definitive cause for the reported event cannot be determined with the information provided. The complaint may be re-opened upon receipt of additional relevant information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after experiencing a fall, the patient was revised due to soft tissue disruption and laxity.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Investigation results concluded that the reported event was due to human factors issue as the surgeon noted that the laxity and hyperextension were caused by the patient's fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that after experiencing a fall, the pt was revised due to soft tissue disruption and laxity.